Event description:
It was reported that during the pre-use check, the customer attempted to put air in the cuff, but it would not be inflated. No patient involvement was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Six (6) photos and two (2) product samples were received for evaluation. Visual and functional testing were performed. Visual inspection of the photos found a cut on tip of the tube were observed in photo 5 and photo 6. Visual inspection of the samples found a cut on tip of the tube was detected in both samples. Functional testing found leakage was detected in both samples; the complaint was confirmed. The root cause of the reported issue was found to be end form tube bevel operation not followed properly. Awareness notification was made to production personnel to explain the importance to adherence or following in the procedure end form tube bevel operation, by quality engineer on 25/apr/2022. .